Event description:
The device was being used to treat a pt and delivered defibrillation countershocks at 200 and 300 joules with no change to the pt's condition. When external pacing was attempted, the device allegedly displayed a connect electrodes message. The electrode and cable connections between the device and pt were checked and the connect electrodes message cleared and the device began to pace properly. Then, after appr two mins, the connect electrodes message reportedly recurred. The therapy cable was replaced and the device operated properly throughout the remainder of the reported event. The pt's outcome and details were not released to mpc.